Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1007 (unable to process test, activated read failure) for the architect hepatitis b surface antigen assay. The customer was successful in generating negative results upon re-test of patient samples. The customer as asked to perform troubleshooting procedures and the level sensor was replaced. The customer stated the issue was resolved after the lot of reaction vessels (rv's) were changed. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The pt had 2 bare metal stents from unk manufacturer that were implanted 2 weeks ago. One in the right common iliac artery, and one in the right external iliac artery. The stents had not been implanted when the CT scan was done for evaluating the pt for aneurysm repair. It was reported that the talent bifurcated stent graft was fully deployed and during removal of the delivery system, the tapered tip caught on one of the stents in the right common iliac artery and could not be removed. Multiple attempts were made to pull the tapered tip out including brachial approach and ballooning; however, that was unsuccessful. The physician applied external message with pulling of the delivery system and successfully removed the delivery system. No clinical sequelae were reported and the pt is fine. The delivery system was discarded.